Event description:
It was reported that directly from bfarm that a robotic assisted in a unknown procedure. The robotics assisted part was completed and at this point only the right hepatic vein needed to be removed. This could not be done with the dv system because there was no 45 mm white magazine available. Therefore, the vein was manually deposited using an echelon 45 mm, white magazine. After opening the stapler, a massive venous hemorrhage occurred. The cause was a 4 cm longitudinal defect in the inferior vena cava extending to the diaphragm. Initially, a brief (3 min) attempt at robotically assisted suturing of the defect. With unclear conditions then emergency switch to median laparotomy. Open surgical suture of the vena cava. It took about 10 minutes until the defect was closed sufficiently. Cardiopulmonary resuscitation was insufficient, because in case of a persisting defect in the inferior vena cava. No pressure could be established even under mechanical resuscitation. Subsequently, sufficient resuscitation. Unfortunately, after this long period of ischemia, no independent cardiac action could be reestablished. In addition, the patient showed all signs of irreversible brain damage. In interdisciplinary consensus, resuscitation was then terminated and exitus in tabula was declared. The patient birth year is 1962.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: what were the indications for surgery? Tumor. Was it possible that clips were where the ec45a device was fired? No able to verify due to the hemorrhage. Was an autopsy performed? If so, can the results be shared with us? Yes, but we still don´t have any information. Has the cause of death been determined? Does the surgeon believe that the ethicon ec45a device caused or contributed to the patient death or were there other contributing factors? The cause cannot be named with certainty. Either the vena cava was injured when the stapler was inserted. However, there was no bleeding during this maneuver. Or when the branches were closed, tension/gravity forces were released, which led to the vessel tearing. However, even after closing the device, there was no leakage of blood. There is also a possibility that the echelon stapler did not staple enough. This cannot be confirmed with certainty, since in the extremely confusing situation that followed, it was not possible to establish with certainty whether or not an adequate row of staples could be seen on the vena cava. However, the massive bleeding occurs only after opening the stapler. In conclusion, the cause therefore remains unclear. Would the surgeon be interested in speaking with ethicon medical and engineering personnel? Not needed from the customer at the moment an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/7/2022. Additional information: head surgeon reported: he has no information whatsoever about if and/or when confiscated material will be released for further inspection by non public entities. The confiscation included for instance hd-video material but not the echelon as it was thrown away immediately during the long CPR process. Even under surveillance of the criminal police the or team wasn't able to find the instrument. In order to grasp the vein with the echelon, they were in need to press the echolon hard into the body (2 inches) as the patient was quite tall and somewhat obese.